Event description:
A third party biomed informed physio-control that the customer reported an intermittent device power loss problem. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control provided the third party biomed technical assistance and offered to provide service. The biomed declined physio's service offer since the reported problem was not duplicated during his testing. The device was not returned to physio-control for analysis. A conclusive cause for the reported problem could not be determined.